Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
It was reported that this right atrial lead was explanted and replaced due to high out of range pacing impedances on account of a lead fracture. The lead damage was confirmed via x-ray imaging and was explanted and replaced in absence of any additional adverse patient effects. The lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that a complete lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 275mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of high pacing impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead was explanted and replaced due to high out of range pacing impedances on account of a lead fracture. The lead damage was confirmed via x-ray imaging and was explanted and replaced in absence of any additional adverse patient effects. The lead was later returned for laboratory analysis.